Event description:
It was reported by sales rep that scrub tech attempted to close clasp on broach handle and was not closing all the way. They used a different broach handle for the procedure. When procedure ended further attempts were made to close clasp and inner retention sliding piece broke.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding the fracture of a right - nav compatible dual-offset accolade rasp handle was reported. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the event was confirmed. The device was returned with the latch spring broken with a portion of it missing. The rest of the device exhibited normal signs of use. A review of the device by a materials sme identified this device to be part of the failures covered in nc pr. Functional inspection: not performed as the device was returned broken and is therefore nonfunctional. Dimensional inspection: not performed as the device was returned with a fractured/broken part and therefore will not meet dimensional specifications. Conclusion: nc pr has been initiated for the product and failure mode reported in this event. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by sales rep that scrub tech attempted to close clasp on broach handle and was not closing all the way. They used a different broach handle for the procedure. When procedure ended further attempts were made to close clasp and inner retention sliding piece broke.